Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located int he moderately tortuous and severely calcified left superficial femoral artery (sfa). The lesion was approximately 5cm in length. Vascular access was obtained at the right sfa in which a using a 6fr medikit introducer sheath. A contra-lateral vascular approach was used. The physician attempted to advance another manufacturer's guide wire across the lesion. It was noted that it was "very difficult" to cross the lesion, so the physician advanced an unspecified microcatheter to support the guide wire insertion. The microcatheter crossed the lesion and the unspecified guide wire was placed "into the target lesion". The physician advanced a spcb flextome mr-3.50mmx1.5cm x 140 cm balloon and noted "some resistance" as the balloon crossed the lesion. The balloon was initially inflated to 6 atms for 30 seconds, but was unable to dilate the lesion. The flexitome was inflated a second time to 7 atms, however, the balloon ruptured. The flexitome was removed and the sterling over -the-wire 4x4mm balloon catheter was advanced across the lesion. The sterling was inflated once to 4 atms and ruptured. The sterling was removed and a spcb flexitome 4.0mm x 1.5mm was advanced across the lesion. The 4.0mm x 1.5mm flexitome was inflated once to 6 atms and successfully dilated the lesion. Ivus confirmed the vessel diameter was 3.8mm. The physician decided to dilate the lesion "a little more". A sterling 4.0mm x 6mm x 135cm was advanced across the lesion and inflated once at 14 atms. Ivus was used and it was determined that the vessel diameter was 4.3mm and the lesion was 10% stenosed post procedure. The physician confirmed that the blood flow through the lesion had improved. The procedure was successfully completed. No patient complications were noted and the patient's status was reported as "good".